Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, an intuitive surgical inc. (Isi) representative reported a recoverable fault occurred. Prior to calling intuitive technical support, the caller walked the customer through power cycle of system and error 319 persisted. Error 32097 was observed in logs on universal surgical manipulator (usm) 2. Intuitive technical support engineer (tse) suggested an emergency power off (epo) of patient side cart (psc). The customer stated that surgeon would be able to complete case as a 3 usms if needed. The customer called the tse back a few minutes later and stated that they wanted to disable usm 2 and to complete the case using 3 usms. The tse assisted the customer with disabling the usm and moving it out of the way. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The system was restarted. The usm was disabled when the surgeon was 75 % done with the procedure. The procedure was completed laparoscopically. No additional ports were placed. Ther e was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on in-house system in normal mode where the error 319 was triggered. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) where it failed the fiber test for the rolling loop fiber low values. Golden rolling loop fiber cable was installed, and the unit passed fiber test on retry.

Event description:
Refer to h10/h11 for follow-up information.